Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated that a falsely decreased architect tsh result was generated for a newborn patient while using the architect i2000sr analyzer. The customer indicated that they were testing a specimen which had generated a high result at another facility. The customer provided the following data: initial result (at state of tx): >500 on (B)(6) 2017 the specimen was tested using the architect assay: 3.03; this result was questioned by the physician and the specimen was retested. The specimen was retested and generated a result of >100 and a result of >500 when auto diluted. On (B)(6) 2017, a new specimen was drawn and generated a result of 555 the specimen from (B)(6) 2017 was retested using a manual dilution of 1:10 on (B)(6) 2017 and generated a result of 495. The customer indicated there was a 2-3 delay in treatment of the patient with no negative impact due to the delay. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. The fse determined there was high pressure in the valve of the wash zone. The fse replaced parts relating to the valve, drain, vaccuum veseel and the valve manifold kit. Replacement of these past respolved the issue. A service history review identified no contributing factors on or around the date of the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant patient results since the parts were replaced tracking and trending was completed; an adverse trend was not identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, ln 03m74 was identified.